Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and right ventricular (rv) lead due to MRI and non-function. Another rv lead was present within the patient, but was not targeted for extraction. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics tightrail rotating dilator sheath on the ra lead, lead on lead binding was encountered in the innominate vein. The lead began to stretch and the insulation broke; therefore, the decision was made to abandon the procedure, and the ra lead, along with the lld ez, was cut/capped and remained in the patient. There was no attempt made to unlock the lld ez. Tools to snare from the groin were not available, thus, the lld ez on the rv lead was unlocked, removed, and the rv lead remained in the patient. The patient survived the procedure. This report captures the lld ez within the ra lead, which was cut/capped and remained in the patient. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A3b) patient gender - not available from the facility. A4) patient weight - not available from the facility. D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) a portion of the device was discarded, and a portion remained within the patient, thus no product investigation could be performed. H6) although lld cut/cap is a known risk of complication with use of the lld, the physician did not attempt to unlock the lld from the lead prior to cutting and capping. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.